Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not received for evaluation; no photos were provided. Per the event description, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning; however, we cannot confirm the reported event due to the device not being returned.

Event description:
On 22-may-2023, it was reported by a sales rep via email that a ar-3641sp-1, 1x sp 2.6 mm knotless fibertak anchor repair suture came off anchor when shuttling. This was detected on 1(B)(6) 2023 during mpfl procedure. Procedure was completed successfully with no patient harm by replacing the anchor. Anchor was deployed in patient but it was drilled out.